Event description:
It was reported that after a replacement the patient was having ¿what the doctor was calling tremors¿ and the doctor said nothing can be done about it. The reporter described the tremors as ¿more of a violent seizure¿ and the patient tremored everywhere, almost like a convulsion, and she grit her teeth when this happened. The patient never had these before and the doctor checked the therapy last night and it showed ¿zero therapy.¿ the doctor told them a manufacturer representative (rep) would be coming on the day of the report to perform a device check, but the rep had not shown up yet. No further intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-07374 for the issues the patient had prior to replacement.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).